Manufacturer narrative:
(B)(4): work order failed. Battery not holding charge. New battery was installed. (B)(4): the returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups shut down almost immediately. The battery will not hold a charge. Issue could be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not holding a charge past 1 minute despite being charged all night. There was no patient present.